Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that the patient was meeting with the health care provider (hcp) due to referred pain in the lumbar region and legs. The hcp decide to increase the dose of pump medication of morphine, lioresal, fentanyl and bupivacaine. After increasing the dose, the pump was ¿blocked¿. The hcp interrogated the pump several times, but ¿blocked pump¿ continued. It was noted that the reference to a ¿blocked pump¿ was a motor stall. Due to the event, the hcp decided to explant and replace the pump. It was noted that the pump was reported as implanted after the pump¿s expiration/use before date. Clarification of the implant date was requested. It was further reported that the pump replacement took place on (B)(6) 2013, and the event initiated on (B)(6) 2013. Following the pump replacement, the patient was receiving effective therapy. In addition, regarding the pump involved with this event, it was thought that perhaps the serial number of the pump provided was inaccurate and further investigation was to take place to verify. No further information was provided at the time of this report.